Event description:
Doctor had a recent transbleph case that resulted in a fallen brow. The doctor completed the case with no issues, however did notice the pt had significant swelling in the area operated on. The doctor confirmed the brow was still in the desired position one day post-op.